Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during a procedure. There were no consequences or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use. It was fractured on the anterior of the lateral side. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.